Manufacturer narrative:
Additional information: analysis of the returned device shows that no damage is noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that a patient underwent an unknown spinal surgery. During the procedure, the thread on the screwdriver broke off while inserting the mas screw. The piece of thread was recovered. No fragment of the instrument remained in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.